Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.

Event description:
Clinical narrative: impella cp (cpsa) was in place and an escalation to impella 5.5 was attempted via the right subclavian artery in a 58-year-old male presenting with acute heart failure/cardiogenic shock. The patient¿s comorbidities were unspecified; however, he was noted to be on impella cp support with extracorporeal membrane oxygenation (ECMO). The patient¿s clinical state prior to initiation of support was consistent with cardiogenic shock (scai stage d.) During preparation for escalation on (B)(6), imaging via CT scan revealed that the right subclavian artery diameter was approximately 7 mm, and this site was selected for access. The left subclavian artery was not used due to narrow vessel diameter. The procedure progressed without issue until placement of the pigtail catheter in the left ventricle. However, during advancement of the impella 5.5 over the guidewire, resistance was encountered. Despite attempts to exchange to a 0.035 guidewire and utilize a dryseal sheath, the device could not be advanced beyond the brachial artery from the subclavian artery. Based on inability to safely advance the device, the procedure was aborted. Physician assessment suggested that although vessel diameter appeared adequate, vasospasm may have occurred, potentially contributing to resistance. Additionally, it was noted that device pushability may have been insufficient to overcome resistance, preventing successful insertion. No specific laboratory values (e.g., act) or additional hemodynamic parameters were reported. There was no confirmed device malfunction related to the impella 5.5 system itself during insertion attempts; however, a separate product issue was identified involving the graft insertion kit. During the procedure, an alternative graft insertion kit and graft lock stored at the hospital were used, and the sterile components included in the impella 5.5 set were not used. Upon retrieval, it was discovered that part of the sterile pouch of the unused graft insertion kit was detached. The hospital was unaware of the sterile pouch integrity issue at the time of the procedure, and the compromised product was not opened or used. Therefore, there was no impact to the patient from the sterile barrier issue. Troubleshooting actions included guidewire exchange and attempts to advance the device using standard technique, but these were unsuccessful, resulting in procedure abortion. The impella cp device remained in place, and the patient continued to receive ECMO and impella cp support in the ICU. Device performance for the impella 5.5 insertion attempt was not as expected, as advancement could not be achieved despite appropriate technique adjustments. However, this was not attributed to a confirmed product malfunction, but rather to anatomic and/or physiologic factors (e.g., possible vasospasm). A product malfunction related to sterile packaging integrity was identified; however, it did not impact the procedure or patient outcome, as the device was not used. The post-procedure outcome was unknown.